Event description:
An alarm issue was reported with the adc device in use with iphone 8 with ios operating system version 16.2. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced loss of consciousness and was unable to self-treat, requiring treatment of oral sugar by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The user reported missing high and low glucose alarms with the freestyle librelink application. Attempted to replicate the user¿s complaint using a similar configuration and successfully received glucose alarms. The user complaint could not be replicated. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.¿

Event description:
An alarm issue was reported with the adc device in use with iphone 8 with ios operating system version 16.2. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced loss of consciousness and was unable to self-treat, requiring treatment of oral sugar by third-party. There was no report of death or permanent impairment associated with this event.